Manufacturer narrative:
Additional information: d10 the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow up, high capture threshold was observed on the atrial lead. Upon chest x-ray, lead dislodgement was confirmed. The lead was explanted and replaced. The patient was stable.